Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface. Depuy cement was used at the time of original implantation. Poly wear of the tibial insert was also reported. Update rec'd (B)(6) 2014 - patient's medical records were received. Records indicate the patient was revised to address pain and swelling. Upon revision osteolysis was found on the patient's femur. The patella is being reported at this time. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were provided. Review of the supplied medical records confirmed loosening of the tibial tray component. The investigation could not draw any conclusions about the root cause of the device loosening based on the available information. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.